Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110030776, cr 40mm glenosphere std cocr, lot # 64464188. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to visual examination of the returned products identifying the tray and bearing are not attached. The tray has surface damage on the rim/inset parts of the device. The bearing has damage to the backside and the latching feature. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 65075667. Catalog #: 110030776, cr 40mm glenosphere std cocr, lot # 64888131. Catalog #: 118001, versa-dial/comp ti std taper, lot # 963270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01594.

Event description:
It was reported the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently the patient was revised due to a disassociation of the poly bearing from the humeral tray. Attempts have been made and additional information on the reported event is unavailable at this time.